Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) with the patient experiencing bradycardia as a result. Technical services (ts) was consulted and they discussed this rv lead may be compromised based on available data. This rv lead was subsequently surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) with the patient experiencing bradycardia as a result. Technical services (ts) was consulted and they discussed this rv lead may be compromised based on available data. This rv remains in service. No additional adverse patient effects were reported.